Event description:
It was reported that pump touchscreen was cracked and shattered. There was no reported impact to the customer¿s blood glucose level. Customer plan to use multiple daily injections and was advised that replacement pump software would not work with current glucose sensor and to obtain a prescription for a compatible sensor,a replacement pump was shipped; later, no further response was received from contact, pump was confirmed to be returning to tandem, and case was closed.